Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 552 mg/dl. The customer was nauseous and had a very dry mouth. The customer treated her blood glucose level with the insulin pump. The customer experienced two events of diabetic ketoacidosis but was not on the insulin pump then. Some air bubbles were found in the reservoir. The device was not returned.